Event description:
The patient came in due to signs of infection and the pathogen is unknown. At 2 weeks after the primary surgery, the surgeon revised all implants and re-implanted permanent hardware. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 25 august 2022: lot 2115839: 199 items manufactured and released on 18-feb-2022. Expiration date: 2027-02-09. No anomalies found related to the problem. To date, 174 items of the same lot have been sold without any similar reported event during the period of review. Additional devices involved: batch reviews performed on 26 august 2022: amistem-p collared stem size 1 (k173794) lot 2117759: 78 items manufactured and released on 20-apr-2022. Expiration date: 2027-04-04. No anomalies found related to the problem. To date, 38 items of the same lot have been sold without any similar reported event during the period of review. Impact 01.32.148dh acetabular shell ø48 two-holes (k132879) lot 2115080: 104 items manufactured and released on 09-02-2022. Expiration date: 2027-01-30. No anomalies found related to the problem. To date, 68 items of the same lot have been sold without any similar reported event during the period of review. Impact 01.32.3239hct flat pe hc liner ø32/c (k103721) lot 2100152: 165 items manufactured and released on 22-feb-2021. Expiration date: 2026-02-03. No anomalies found related to the problem. To date, 138 items of the same lot have been sold without any similar reported event during the period of review. Impact 01.43.0020 cancellous bone screw ø 6,5 l 20 (k200391) lot 2208669: 317 items manufactured and released on 08-june-2022. Expiration date: 2027-05-17. No anomalies found related to the problem. To date, 125 items of the same lot have been sold without any similar reported event during the period of review.